Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 531 mg/dl. The customer treated with manual injections. The customer stated that he woke up with high readings. The customer stated that he cannot hear the pump pushing insulin out. The customer stated that he cannot see insulin coming out of the tubing. The customer stated that sometimes he will have an open circle on his pump. The customer was advised that the open circle will appear for low reservoir condition, low battery condition, block feature is on, temporary basal delivery and alert silence is active.